Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that the cartridge had been reloaded and the insulin gauge displayed an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with., but the fill estimate remained static at 170 units. Subsequently, the customer reported that the plunger was pulled back as far as it would go which indicated more than 500 units of insulin was in the cartridge. The customer's blood glucose level was 336 mg/dl, and was addressed with correction boluses. The customer confirmed that the cartridge would be reloaded.